Manufacturer narrative:
Device passed self test and displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) confirmed in the downloaded history file due to broken pin trace at on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump stopped working and ran self test and received hardware low level failure alarm. Customer's blood glucose value was 242 mg/dl. The customer states that they were able to clear alarm. The customer reported that fill cannula was recorded in daily history. The customer performed self test and insulin pump received the alarm. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.